Manufacturer narrative:
The field service engineer could not determine a cause. The e 602 module was checked. Performance testing was run and this passed. Fluidics, pressure, and adjustment checks passed. The engineer noted the sipper probe was missing the outer coating on approximately 1/4 of the tip. A field service engineer checked the modular pre-analytics system. Operations of the system were verified and the system runs without errors. For the last calibration performed on (B)(6) 2019, there were no alarms on this calibration. Calibration signals were as expected for the first level of calibrator and lower than expected for the second level of calibrator. Quality control data was within range, showing no indication of a reagent or instrument performance issue. Sample centrifugation time was too short and the speed appeared to be too high. It is not known if the customer used rack adapters required for 13 mm. Diameter sample tubes. Upon review of the alarm trace, abnormal sample probe aspiration and abnormal sample probe movement alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys total psa immunoassay on a cobas 8000 e 602 module. The samples were initially processed and aliquoted on a modular pre-analytics system prior to testing on the e 602 module. An aliquot of the first patient sample resulted with a total psa value of 0.021 ng/ml and this value was reported outside of the laboratory as < 0.1 ng/ml. The patient's doctor questioned the result because the patient had a long standing history of elevated psa. A new sample was collected from the patient on (B)(6) 2019 and tested on (B)(6) 2019, resulting with a total psa value of 7.8 ng/ml. The result from this new sample was consistent with the patient's medical diagnosis and history. An aliquot of the second patient sample, from a (B)(6) male patient born on (B)(6) and weighing (B)(6), initially resulted with a total psa value of 0.010 ng/ml accompanied by a data flag on (B)(6) 2019. This value was reported outside of the laboratory as < 0.1 ng/ml. The primary sample tube was repeated on (B)(6) 2019, resulting with a value of 11.2 ng/ml. A corrected report was issued for the 11.2 ng/ml value. An additional repeat value of 11.1 ng/ml was provided, but it is not known if this is an additional repeat value or if it was provided in error. A clarification has been requested. The total psa reagent lot number used when testing the first patient sample was 351080. The expiration date for this lot number was requested, but not provided. The total psa reagent lot number used when testing the second patient sample was 381510, with an expiration date of 30-apr-2020.

Manufacturer narrative:
The repeat value of 11.1 ng/ml provided for the second sample was provided in error. The only repeat value from the sample was 11.2 ng/ml.